Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Based on the results of the investigation, we could not specify the root cause from the provided information that made the foreign material remain in the subject device. The foreign material could not be identified. The investigation confirmed that there was no deviation from IFU in the reprocessing steps for the location where the foreign material remained. A review of the device history record found no deviations that could have caused or contributed to the reported issue, and the device was shipped in accordance with the specifications. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, the colonovideoscope air/water tube had foreign objects. There were no reports of patient involvement.